Event description:
It was reported that on literature review "metallosis following hip arthroplasty: two case reports", one patient had a primary bhr resurfacing system implanted in the left hip. 15 years later, the patient exhibited signs of metallosis and elevated metal ion levels, and underwent a revision surgery to treat the adverse event. The bhr system was replaced with a tha system. The outcome of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Mastel, m., boisvert, a., moore, r., sutherland, f., & powell, j. (2022). Metallosis following hip arthroplasty: two case reports. Journal of medical case reports, 16(1), 1-9. Doi: https://doi.org/10.1186/s13256-022-03336-4.

Manufacturer narrative:
Results of investigation: it was reported that a patient underwent a bhr revision surgery due to metallosis and elevated metal ion levels. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the devices concerned. A review of historical complaints data was performed using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the acetabular cup. Similar complaints have been identified for the femoral head. However, as the devices are no longer sold, no action is to be taken. As no device batch numbers were provided for investigation, manufacturing record review, device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions required. The available medical documents were reviewed. No conclusions can be made from this publication as its limited to the information provided and further investigation is not possible. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on the available information including metal ion levels, x-ray images and MRI images we can confirm the reported complaint, however without further information our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. Corrected data: h3.